Manufacturer narrative:
Product ID: 3889-28, lot# va05fum, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va05fum, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no stimulation sensation, and the ¿whole system stopped working¿ as of the morning of the call. The patient reportedly increased stimulation until she could not increase anymore, but no stimulation sensation was felt. Following an appointment with a healthcare provider (hcp), it was determined that all but one lead electrodes were damaged. The patient was still having concerns regarding their therapy or device, but was receiving assistance. No additional actions were reported, therefore follow-up is being conducted to obtain this information.